Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported thirty times that prior to using a bd luer-lok¿ syringe sterile, single use, 5 ml, the scale markings were missing on the syringe. The following information was provided by the initial reporter: the syringe is completely blank it does not have any markings on it at all where the ml in blank should be is clear.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported thirty times that prior to using a bd luer-lok¿ syringe sterile, single use, 5 ml, the scale markings were missing on the syringe. The following information was provided by the initial reporter: the syringe is completely blank it does not have any markings on it at all where the ml in blank should be is clear.